Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under her right breast. Nurses treated the irritation with a calcium alginate dressing. During a follow-up the patient reported that the irritation had healed.